Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report# 1627487-2018-06471; reference MFR. Report# 1627487-2018-06475. It was reported the patient experienced numbness in the left leg and incontinence. X-rays did not reveal any anomalies. Reportedly system has been turned off. Surgical intervention may be taken later to address the issue.